Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced a "high" blood glucose (bg) level reading. Reportedly, elevated bg level was due to a non-tandem infusion set blockage in the tubing. Elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer is using fiasp insulin. Cts informed the customer that fiasp is off label per the tandem user guide. The infusion set brand and manufacturer were not provided.